Event description:
The customer reported that an 840 ventilator had an erratic display. No pt involvement reported. The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.